Event description:
During biomed testing the device failed to power up. Complainant indicated that there was no patient involvement.

Manufacturer narrative:
The device was not returned to zoll medical. The customer removed and returned the device's suspect charger. Testing of the charger was unable to duplicate the malfunction. The customer received a replacement charger to resolve the malfunction.